Event description:
A us distributor contacted zoll to report that a (B)(6) year old male patient had a skin irritation under the rear therapy electrode. It was reported that the wound was bleeding and open. The patient reported that the irritation started not long after he started wearing the device and progressively got worse. A follow-up on (B)(6) 2015 indicated that the patient did see his electrophysiologist who did not prescribe anything for the irritation; however, the patient's wife reported that they brought a wound care spray home from the rehabilitation facility. The patient's wife reported that the patient's garments were being washed twice a day and they were cleaning the electrodes daily. She reported that the wounds were slowly getting better but were not yet healed.

Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device, including the blue(tm) defibrillator gel.